Manufacturer narrative:
(B)(4). (B)(6). The small battery drive device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the device was generally worn out and in poor condition. It was noted that there was traces of water and rust. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation it was observed that the inner trigger of the small battery drive device seemed to malfunction and became stuck in certain positions. It was also noted that when installing a tip, sometimes everything would work, and sometimes nothing would happen. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.